Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. This MDR captures the patient death(s). The additional patient effects and/or malfunctions reported in the article are captured under a separate medwatch report. Literature attachment: article titled, "vascular complications after balloon aortic valvuloplasty in recent years: incidence and comparison of two hemostatic devices¿.

Event description:
This study aimed to define the incident of vascular complications after balloon valvuloplasty (bav) procedures and to compare the performance of two closure devices. Two vessel closure devices were discussed, angioseal and proglide. The study concluded that vascular complications after balloon valvuloplasty (bav) were fairly low in experienced centers without major differences between the two closure devices. Although some complications were noted with both groups, the complications reported for the proglide group included: bleeding, in-hospital death; tia/stroke; acute myocardial infarction, hematomas, pseudoaneurysm, thrombosis, fistula, nerve injury; and sepsis. Related malfunctions included the inability to achieve hemostasis and interventions included blood transfusions, hospitalization and additional closure devices. Single device placement was used with large sheath sizes of 9f and 10f and femoral angiography was not part of routine practice prior to proglide choice and placement. Specific patient information is documented as unknown. Details are listed in the attached article, titled ¿vascular complications after balloon aortic valvuloplasty in recent years: incidence and comparison of two hemostatic devices¿. As an individual patient was discussed in this article/presentation, the following complaint was generated and is related to this publication: (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of death is listed in the electronic proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.e1- email address added.